Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to delivered inappropriate therapy due to atrial driven rhythms. Technical services (ts) was consulted and upon review of the available information two inappropriate anti-tachycardia pacing (atp) burst and one inappropriate shock was observed. The device was noted to be performing as expected; however, reprogramming considerations were suggested. Further information was provided stating that the patient was transferred to the hospital, no further information was provided. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.